Event description:
It was reported that the bladder of a small volume folfusor ruptured. This occurred during filling with an unknown drug using a non-baxter robotic system. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured from november 14, 2014 ¿ november 15, 2014. The device was received for evaluation. Visual inspection noted the ruptured reservoir. Microscopic inspection revealed a marking located on the exterior surface of the bladder was observed near the rupture line. The reported condition was verified. The assignable cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.